Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast swelling, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 400cc gel breast prostheses suffered from swelling in her left breast. In addition, the patient¿s right breast prosthesis has ruptured. Left breast swelling and right breast prosthesis rupture were confirmed my mammogram. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 275cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.